Event description:
It was reported that the user experienced a continuous glucose monitor sensor failure while preparing to reconnect the ilet system, with concurrent high glucose alerts and ilet setup in progress; capillary blood glucose was 172 mg/dl, and support guided the user through dexcom g7 pairing and ilet setup to the body weight entry step. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting, system setup assistance, and temporary interruption of automated insulin dosing pending sensor warmup. Investigation included device history and technical support review, user interview, and review of available system alerts. Investigation of this case revealed a failed cgm sensor with successful re-pairing and initiation of a new sensor warmup, and no evidence of device malfunction beyond the sensor issue. It was concluded that the event was attributable to a cgm sensor failure with resolution through standard troubleshooting and re-setup, and that the ilet function would resume upon sensor readiness.